Manufacturer narrative:
Correction: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor (lnq22) was associated with false detection of atrial fibrillation episodes by the device's algorithm and incorrect marking of atrial fibrillation in summary reports, which were actually normal sinus rhythm. The summary report indicated 20 episodes of atrial fibrillation with text but lacked electrocardiogram (ECG) evidence for these episodes. There was one ECG on the summary marked as atrial fibrillation, which was actually normal sinus rhythm (nsr). The physician expressed dissatisfaction with the episode detection algorithm and lack of visibility on actual episode data. The device was reprogrammed to be less sensitive. No patient complications have been reported as a result of this event.